Event description:
It was reported that during device interrogation the patient was noted to have had an episode of ventricular fibrillation that lasted 22 seconds on (B)(6) 2022 at 9:33 am. The episode was treated with a single 36 joules shock which terminated the event, which was considered resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was received. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document, rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event